Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer experienced high blood glucose on (B)(6) 2022. The blood glucose reading was 500 mg/dl. The current blood glucose was 240 mg/dl. The customer was treated with manual injection. The insulin pump received pump error alarm. The battery died last night. The customer will continue to use the product.